Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The approximately 70% stenosed target lesion was located in the slightly tortuous superficial femoral artery (sfa). Following pre-dilation with a 5mm balloon, a 6x120 130 cm eluvia drug-eluting vascular stent system was advanced ipsilateral over a .035 guidewire to the target lesion and deployment initiated. During deployment, with 10mm of the stent remaining, high force was required to turn the thumbwheel and deployment stopped. The physician continued to turn the thumbwheel for more than 10 minutes but was unsuccessful in deploying the stent. The physician then switched to the pull grip and again experienced difficulty deploying the stent. It took "a long time" to deploy the stent using the pull grip but it was ultimately successful. The stent deployed and was not elongated or fractured. The eluvia delivery catheter became stuck with the guidewire. The devices were removed from the patient together. The procedure was completed. There were no patient complications and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an eluvia self-expanding stent delivery system (sds) with a .035 floppy guidewire stuck in the device. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. No damage was noticed on the mid-shaft. The stent was not returned inside of the device. The handle was opened to inspect for further damage. It was noticed that the proximal inner had prolapsed which is consistent with the cause of the guidewire being stuck in the device. The pull rack showed the first tooth was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent partial deployment occurred. The approximately 70% stenosed target lesion was located in the slightly tortuous superficial femoral artery (sfa). Following pre-dilation with a 5mm balloon, a 6x120 130 cm eluvia¿ drug-eluting vascular stent system was advanced ipsilateral over a .035 guidewire to the target lesion and deployment initiated. During deployment, with 10mm of the stent remaining, high force was required to turn the thumbwheel and deployment stopped. The physician continued to turn the thumbwheel for more than 10 minutes but was unsuccessful in deploying the stent. The physician then switched to the pull grip and again experienced difficulty deploying the stent. It took "a long time" to deploy the stent using the pull grip but it was ultimately successful. The stent deployed and was not elongated or fractured. The eluvia delivery catheter became stuck with the guidewire. The devices were removed from the patient together. The procedure was completed. There were no patient complications and the patient was in good condition post-procedure.